Event description:
Medtronic received information that this bioprosthetic valve, implanted less than one month, was explanted due to paravalvular leak. It was reported that the surgeon had not observed any gaps in the sutures. In addition, they had used another manufacturer's knot pusher (cor knot). A couple of the clips did not seem to be completely tightened; however, the surgeon was hesitant to blame the knot pusher for the problem. It was reported that the patient was suffering from pulmonary edema with shortness of breath post-operatively, and later died due to non-cardiogenic pulmonary edema. The explanted valve was returned for analysis.

Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve was received in a clear 0.2% glutaraldehyde solution in an explant kit. Small needle holes in the sewing ring showed placement of implantation sutures. All leaflets were in the open position. All leaflets were slightly stiff but flexible. All leaflets were intact. All commissures were intact. Conclusion: the device history review of this device was reviewed and found no issues that would have impacted this event. There were no anomalies noted on the returned valve. Based on the information available, there was no evidence of a device malfunction that could have caused or contributed to the reported observation, the likely cause of the event may have been related to the sutures around the sewing ring contributed by the knot pusher used. (B)(6). (B)(4).